Event description:
Multiple falsely elevated troponin I results were obtained on patient samples. The results were reported to the physicians. The samples were repeated and a negative results were obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was an hm wash tubing disconnected from the hm wash probe. The customer corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.